Event description:
It was reported that during a procedure, the console blew 2 fibers. The first one used 1000 joules then blew. At that point, the fiber and debris shield was switched out. The second fiber blew after using 1900 joules. There were no patient complications, but the patient had to come again to finish the case with another console. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated.